Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
New information received notes that the right ventricular lead was capped and replaced on (B)(6) 2021. The patient was discharged in stable condition.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2020-19315. It was reported that the patient presented for remote follow up via merlin.net with the right ventricular lead exhibiting oversensing causing the implantable cardioverter defibrillator to bin a false non-sustained ventricular fibrillation episode. The event resulted in an aborted high voltage shock and no therapy was delivered. Under-sensing on the far-field discrimination channel was detected and automatically switched to passive. Over-sensing episodes resulted in pacing inhibition. The patient was pacemaker dependent and complained of dizziness. Programming interventions were made, and tachycardia therapies were deactivated. The patient required cardioversion and was in stable condition.